Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. Customer was vomiting and nausea. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 480 mg/dl. Customer current blood glucose level was 217 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leak but their air bubbles in the tubing and reservoir. Customer did not report bolus wizard. Customer did not troubleshoot a pressure test. Bolus wizard was not confirmed. Customer did not mention if the set was bent. The infusion set changed (B)(6) 2018. Product will not be returning for analysis. The customer was using auto mode feature during the serious injury.